Manufacturer narrative:
Additional device product code: hwc; hrs. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a kirschner wire was received bent within the package. It was believed that the reported device was already defective before it was shipped since the package that houses the item was not damaged. There were no patient and surgical involvement. This complaint involves one (1) 2.0mm kirschner wire threaded spade point tip 280mm. This 1 of 1 for report (B)(4).